Event description:
It was reported that the customer was experiencing low blood glucose. They stated that they caller earlier for calibration error and had changed the sensor. At the time the customer's blood glucose was 74 mg/dl but had dropped to 55 mg/dl. The customer stated that right before changing the sensor they had eaten oatmeal and drank coffee, and went for a walk. At the time of the phone call the customer's blood glucose was 73 mg/dl which was treated with food. The customer stated that the previous night their blood glucose was 45 mg/dl. The customer was not hospitalized. The insulin pump has been used for only one day. The drive support cap was recessed. The reservoir was showing more insulin than what was displayed in the screen of the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.